Event description:
Additional information received indicates that patient experienced pain at the ipg site which was described as burning and shocking. To address the issue, the ipg was relocated on (B)(6) 2019 (related MFR report: 1627487-2019-10418). However, the issue persisted following the ipg relocation and the patient went to the ER on (B)(6) 2019.

Manufacturer narrative:
Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced shocking at the battery site with stimulation on only. Patient described the issue as a burning and pulling sensation when there is pressure applied to the pocket site and when sitting or laying down. As such, surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg resolving the issue.

Manufacturer narrative:
A review of the ipg diagnostic logs did not identified any consistent ipg behaviors which would have contributed to the reported observation. Body fluid was noted during the initial microscopic inspection of the devices head assembly and lead ports. Both lead ports contained residual body fluid. No clinician programmer (cp) logs were returned from the field. Lead impedance logging had not been utilized in the field, as such a history of the lead performance could not be ascertained. The associated lead system was not returned. The root cause of the observation was not ascertained. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. This test specifically tests the pulse generators output signal integrity which includes any cross channel anomalies. All portions of ate testing passed.